Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014. Inratio: 1.1. Lab: 2.3. Time between tests: unk. Therapeutic range: 2.5-3.5. On (B)(6)2014: the pt self tested was hospitalized based on the low inratio and lab inr results. The pt has a mechanical heart valve and needs their inr to be between 2.5-3.5. While hospitalized, the pt was administered heparin and was discharged on (B)(6) 2014. Inr upon discharge was not provided. Caller reports adding multiple drops of blood to the test strip.

Manufacturer narrative:
Investigation pending.

Manufacturer narrative:
The customer did not report a lot number at the time of the complaint. The meter was returned for investigation. After reviewing the returned meters memory, it was determined that strip code 4x2yn was utilized during testing on the reported date of occurrence. Strip code 4x2yn belongs to two possible lot numbers. Lot number 343288 was chosen for internal investigation purposes and was utilized for the in-house investigation. The complaint was not confirmed during in-house investigation. Investigation of the returned meter using retain strips did not uncover any deficiencies. The meter and strips continue to meet specification and no product deficiencies were observed. The manufacturing records for lot 343288 were reviewed. The lot met specifications and no non-conformances were documented. Although an improper technique was identified, a root cause could not be determined. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
(B)(4)